Event description:
It was reported that after 15 minutes while using the surgical fiber during a kidney stone procedure, the fiber broke in two places, at the edge of the flexible ureteroscope and at the proximal connector. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the total length of the fiber is (B)(4); the fiber is fractured and detached at the connector side; there are burn marks on the blue outer jacket at the location of the fracture; the fiber tip shows usage; the distal glass tip extends 7mm from the blue jacket; the blue outer jacket distal end appears burned; a section of 2mm of blue jacket is missing (B)(4) from the fiber proximal end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.